Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The repair is in process and parts have been ordered. A supplemental report will be submitted upon completion of our investigation. Device not returned to manufacturer.

Event description:
It was reported that prior to use it was observed that the cardiosave intra-aortic balloon pump (iabp) had a loud squeak sound and then shut off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pcba,exec processor , pcb,front end module, cable, coil cord, kit, display monitor to video gen board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.